Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, lot# n629051003, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. All codes apply to both the pump and catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that after implant surgery on (B)(6) 2016, while the patient was still in the hospital, the patient noticed a seroma and fluid build up at the "pump/catheter insertion site". It was noted the patient had discussed this with multiple healthcare providers (hcp). The patient had to wait an hour in the waiting room to get CT scans, then waited another 2.5 hours to meet with the doctor. It was stated that the doctor told the patient there was nothing else to do and he would see the patient in 7 years. Another doctor did an ultrasound and told the patient to not let anyone tap it. Additionally, the patient was told to monitor it and make sure it wasn't growing. It was reviewed that the fluid was tapped once and the patient was placed on antibiotics, but there was still fluid there. It was still "sloshing" and sometimes interfered with clothes the patient wanted to wear. It was noted the situation was not resolved as the hcp's had been monitoring it, however the patient thought it should be gone by now.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2017-jan-24 from a consumer reported nothing/no steps were taken to resolve the seroma and fluid buildup. It was noted that the seroma and fluid buildup were not resolved. It was stated that patient's understanding of the problem was that patient was a patient pawn. The original surgeon was leaving the practice, and patient was in a brief coma following the last surgery. Healthcare professional (hcp) had requested a change in hcp to another in the practice. The original hcp would not release me to the one who was remaining because hcp will be there until (B)(6). It did not matter what the patient wants. It was noted it does not matter what the hcp who manages the pump wants. Patient had to wait until the neurosurgeon leaves in another month and suffer in the meantime. The seroma in my back was the size of a tennis ball and the pump was floating in fluid. Patient appreciated the follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.